Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Use above rated burst pressure (rbp). It should be noted that the multi-link ultra coronary stent systems (css) instructions for use (IFU) states: do not exceed rbp or expand the stent beyond 5.5 mm. The reported patient effects of death, perforation and ventricular fibrillation, as listed in the multi-link ultra coronary stent systems instructions for use, are known patient effects that may be associated with coronary stenting. The 4.5x16 graftmaster and 4.8x16 graftmaster referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate tortuosity and moderate calcification. Pre-dilatation was performed and a 4.5 x 28 mm ultra stent was implanted in the proximal to mid rca, with a good result. The 5.0 x 13 mm ultra stent was then implanted in the proximal rca at 16 atmospheres (atm), but a perforation was observed. A 4.5 x 16 mm graftmaster stent was implanted in the mid lesion, but the perforation continued to leak. A 4.8 x 16 mm graftmaster stent was implanted proximal, but the leaking continued. Pericardiocentesis was performed, but the patient went into ventricular fibrillation. CPR was performed, and the patient was worked on for 2 hours, but died. No additional information was provided.